Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy note10+ / 2.8 / android_12.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50mg/dl. Low bg cause was not known. Customer was sleeping at the time of the low and did not take action to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.